Event description:
In 2007, customer reportedly received results of 133 mg/dl and 281 mg/dl within 10 minutes on the same device. In 2006, customer also reportedly received results of 147 mg/dl and 471 mg/dl within 10 minutes on the same device. No high blood glucose symptoms reported. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.